Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were not closing completely and falling off the tissue. It is unknown how the procedure was completed. No patient impact reported. No other details of the event were provided.

Manufacturer narrative:
(B)(4). The analysis results found that the device that it was returned with the shaft bent. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.